Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -klebseilla pneumoniae (270 cfu/ml), escherichia coli (133 cfu/ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3 or etd4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g4: date received by manufacturer" in the initial report submitted on fri, 24 jan 2020. Corrected information: the date of "g4: date received by manufacturer" was "2020/01/15".